Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient developed an acute pulmonary embolism 4 days later. The patient was admitted to the hospital and treated with medication. Patient was sent home in stable condition with home health care and is instructed to stay on medication for 3 months. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00065 and 0001825034-2024-00066. D10: cat# 650-1057 lot# 2857354 cer bioloxd option hd 36mm. Cat# 650-1064 lot# 2887392 cer option type 1 tpr sleve -6. Cat# 00625006525 lot# 63635018 bone scr 6.5x25 self-tap. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.